Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) from the cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of noise. The noise appeared to be from an external source, possibly transcutaneous electrical nerve stimulation. No adverse patient effects were reported, and the crt-d remains in service.